Event description:
It was reported that during a common iliac stenting procedure, a balloon puncture occurred. The calcified, 80% stenotic lesion was located in the right common iliac artery. The 9.5 x 135cm express ld stent delivery system (sds) was advanced to the lesion and the balloon was punctured by the stent upon inflation. The sds and balloon was removed from the patient intact and the stent was then successfully expanded using an unspecified size synergy balloon. No patient injury or complications were reported. The patient's condition was reported as "ok."

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.